Event description:
It was reported that the pt is no longer receiving stimulation and is unable to communicate with his ipg. In addition, he is receiving a communication error. A replacement charger was unable to resolve the issue. The pt is working with his physician to determine the next course of action. Surgical intervention maybe pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The issue was resolved by surgical intervention.